Manufacturer narrative:
The reagent lot number is 783221. The expiration date was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable crep2 (creatinine) result from one patient sample tested on the cobas 8000 c702 module. On (B)(6) 2024: the initial result of the initial patient sample from the module's line 3 was 615 umol/l. This result was reported outside of the laboratory. The physician admitted the patient to the hospital and requested further blood tests and ultrasound (uss) kidneys. On (B)(6) 2024: the results of new patient samples (127 umol/l and 114 umol/l) did not correspond with the initial result prompting the rerun of the initial patient sample. On (B)(6) 2024: the first repeat result of the initial patient sample from the module's line 4 was 380 umol/l. The second repeat result of the initial patient sample from the module's line 3 was 363 umol/l. On (B)(6) 2024: the third repeat result of the initial patient sample from the module's line 4 was 381 umol/l.

Manufacturer narrative:
The field service engineer (fse) inspected the module and no hardware-related issues were detected. The fse performed preventive service maintenance. He received confirmation from the customer that the module was performing according to specifications. The investigation received the alarm trace and no issues were noted. After service, no further issues were reported by the customer. The cause of the event could not be determined.